Event description:
Rec¿d 26 aug 2014, right hip; 1) complication since primary hip surgery/hip pain: groin & buttock. Treatment: mars, MRI, chromium & cobalt levels, x-rays: ap lateral, ap pelvis. Yes, requires revision surgery. 2) ae/hip pain: groin, buttock and thigh pain. Severe, serious, reasonable possibility device related, definitely not procedure related. Treatment: revision surgery. 3) revision/hip pain: groin & buttock. Components removed: cup & head. Revised to cop. Revision reported via sales rep; right hip; reason(s) for revision : pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.